Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, and oversensing that lead to 81 inappropriate shocks and therapy exhaustion. Both the lead and device remain implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.